Event description:
The patient reportedly developed an infection at the fixture/abutment site. The wound was debrided in 2005 and in the next month. The infection reportedly did not resolve and the device was removed in 2005.